Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; both output connectors were broken. There was also a pin broken off in the atrial connector. Additionally, the hanger was broken, one case screw was contaminated, and a button was covered by a customer label. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial and ventricular port. It was also reported that there was a broken pin in the ventricular port. The epg has been returned for service. There was no patient involvement.